Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer could not press the back and the center button. Customer stated that the insulin pump had battery failed alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive all the buttons due to moisture damage electronic assembly/keypad connector. Unable to verify failed battery test alarm due to unresponsive keypad buttons.